Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the proximal left anterior descending artery with moderate tortuosity and heavy calcification. A 2.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but could not cross a previously placed stent. During the attempt to advance, it was noted that the xience xpedition stent strut became damaged, then the sds hypotube kinked, and separated outside the patient anatomy. During removal, the stent dislodged from the sds balloon in the humeral artery. Retrieval attempts were unsuccessful, and the stent remains in the humeral artery. The lesion was then treated successfully with a new xience xpedition stent. A cine was returned. The account confirmed that the procedure used only xience xpedition stents. A dissection occurred during guiding-catheter insertion. Next, 4 xience xpedition stents were implanted: 3 in the left anterior descending (lad) and one in the left main to treat the dissection. The third xience xpedition stent implanted in the lad showed bending with each systolic beat. At this point distal flow from the mid/distal lad on is compromised. The fourth xience xpedition stent implanted in the lad had incomplete expansion most likely due to the fibrosis or calcium in the lesion. Post-dilatation did successfully expand the stent. There was stenosis in the proximal lcx due to a plaque shift which occurred during deployment of the fourth xience xpedition stent. Unfortunately there are no images of a stent system that does not cross the proximal stent. There are no images of the dislodged stent or retrieval attempts. No additional information was provided.

Manufacturer narrative:
(B)(4). A cine was reviewed by an abbott vascular clinical specialist. The reviewer noted that angiography shows a significantly tight lesion in the proximal left anterior descending (lad). The next images show inflation of a balloon in a dissected proximal left circumflex (lcx). A stent is deployed in the left main (lm)/proximal lcx. Balloon dilatations are then performed in the lm/proximal lcx. A stent is then deployed in the proximal lcx followed by post-dilatation in the lm/proximal lad. At this point distal flow from the mid/distal lad on is compromised. Balloon dilatation in the proximal/mid lad is performed. Flow returns to the distal lad. A stent is then positioned and deployed in the mid lad with overlap of the proximal stent. Excessive bending at the distal section of the stent during systole is present. The flow occludes at the distal stent edge. Flow is restored but there appears to be a dissection at the proximal stent edge of the proximal stent. The dissection extends into the lm. Balloon dilatation is performed in the lm proximal lad followed by deployment of a stent. There is incomplete expansion of the deployment balloon at the section in the ostium of the lad. The proximal lcx now shows stenosis. Kissing balloon inflations are performed in the lm/lad/lcx followed by additional inflations in the proximal lcx. In conclusion, there are no images of a stent system that does not cross the proximal stent. The reported patient effect of occlusion is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part/lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The additional xience xpedition stents referenced are being filed under separate medwatch reports.